Event description:
It was reported that a large volume infusor was still full after being connected to the patient for 24 hours. The issue was found while removing the device; the device was not dripping. The device was filled with 2750mg vancomycin in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H4: the lot was manufactured between december 16-17, 2024. H11: the device was received for evaluation containing 202ml fluid in the bladder. Visual inspection via the naked eye showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection on the flow restrictor revealed the cause of flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The probable cause of the condition was due to improper filling technique during the filling step. The product label (IFU, instructions for use) instructs the user regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.